Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit including a 3-lumen cvc for analysis. Signs of use were observed on and within the catheter. Visual analysis did not reveal any defects or anomalies on the catheter. The catheter body length measured 212 mm, which is within the specification limits of 207-227 mm per catheter product drawing. The catheter body outer diameter measured 2.39 mm, which is within the specification limits of 2.36-2.46 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when all three lumens were flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter-lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was not confirmed through complaint investigation of the returned sample. All lumens passed functional leak testing performed per iso 10555-1 and no evidence of leakage, backflow, or inter-lumen crossover was observed with any of the lumens. A device history record review was performed, and no relevant findings were identified. Based on the customer report and functional testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the catheter leak during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the catheter leak during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.